Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was in the upper 200's (mg/dl). The system check with tandem technical support indicated that the infusion set site should be changed.